Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) during set-up for a cardiopulmonary bypass (cpb) procedure whereby the epgs failed calibration. The team opted to change to a back-up device leading to a 15-minute delay in set-up. The procedure was completed successfully with no blood loss, and no adverse event.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks. The field service representative (fsr) found a high voltage reading on the oxygen (o2) sensor. The fsr replaced the sensor and performed performance/verification checks. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.